Manufacturer narrative:
Medical products: syr tubing. The customer¿s report of channel error 356.6710 occurring with module c was not confirmed. The customer¿s report of modules a and b infusing epinephrine and carrier fluids while c was in an alarm state was not confirmed. The pcu event log shows that the pump module was infusing lipids 20% at 3.1ml/hr as channel b. At 12:54pm on (B)(6) 2017 the module alarmed for occlusion fluid side and was restarted. At 1:46pm the module alarmed with an upper pressure sensor failure, channel error code 240.4150. A new pump module was added as channel a and the pump module with the channel error was reassigned from channel b to channel c. The infusion of lipids was moved to the newly attached module a and module c was left attached in the channel error state. The infusion of lipids continued for 2 days and the system was shut down on (B)(6) 2017 at 6:31pm. The suspect pump module with the channel error was turned off with the system. Functional testing replicated the 240.4150 error event and showed the upper pressure sensor to be intermittently malfunctioning on the suspect pump module. The root cause for the pressure sensor malfunction was not identified.

Event description:
The customer reported that channel error 356.6710 occurred on module c which was used intermittently for medications, positioned next to the pc unit, and not actively infusing. Modules a and b were infusing epinephrine and carrier fluids, on an unstable patient sensitive to medication changes. Module c could not be removed and 2 days later stopped running and alarmed for channel error. The set was moved to a different group of devices to continue the patient¿s infusion. The user reported a transient drop in the patient¿s blood pressure for approximately a minute during the device change. No other effect to the patient was reported.